Event description:
Broke: in (B) (6) 2009, product #89-6110, a doctor (B) (4) performed a bariatric surgery when the liver retractor cable broke and the tiny pieces of the retractor fell into the pt. The facility said that they accounted for 20 pieces and felt, after 3 x-rays, that they had retrieved all of the pieces. The facility has filed a report of medical device failure and the instrument is under review of their risk management department.

Manufacturer narrative:
Visual examination on the device received confirmed that all of the segments were accounted for. It was observed that the cable failure occurred in the proximity of where the cable "loops" around the end segment. Other observations include: a crack in the black handle near the actuating knob; nicks and gouges in the shaft and collar near the handle; deformation of the rigid shaft at the proximal end near the handle; one side of the cable threaded through the wrong hole indicating that the cable had been removed and reinserted; dried debris substance inside the cavity of end segment where the cable loops around; dried debris substance embedded in the frayed portion of the cable at the failure point. We do not know when the removal of the cable occurred. Additional information on the failure has been requested and a response has not been communicated from the customer. Root cause can be attributed to mechanical overstress; an exact source of this overstress cannot be determined. There are no recorded reports of cable failure in this location. Therefore, we are unable to determine the exact cause for this reported issue.